Event description:
The customer reported that the screen flickered and the fluoro image appeared as if it was cut in half. The image quality was degraded to a point in which they were not usable. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The lemo connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.